Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported that during the implant procedure that the lead had only unipolar sensing and stimulation. There was no conduction when the lead was in bipolar. The lead was not used. No patient complications were reported as a result of this event.